Event description:
It was reported that the patient presented to the emergency room with dizziness and near syncope. Upon review, it was discovered that the right ventricular lead exhibited noise and inhibition for several seconds. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.